Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon was performing the bilateral laparoscopic hernia repair, and when he fired the ems instrument to secure the mesh, the staples formed intermittently and some of the unformed staples had to be retrieved from the pt's abdomen. A further two staplers had to be opened with similar effects, until the mesh was secured. Another instrument was used to complete the case. There was no consequence to the pt.